Event description:
Customer reports of having continuous issues with air bubbles. Customer's blood glucose was 330 mg/dl. Customer reports of having six inch air bubbles. Customer was assisted in clearing air bubbles. Customer was unable to verify if air bubbles was still in tubing. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.